Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on four days earlier. The pt further reported feeling sweaty and jittery after the reported issue began. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged she had symptoms that can be associated with hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.